Manufacturer narrative:
A ge service representative performed an over the phone investigation. No further information is available. No patient injury reported.

Event description:
The customer reported that the system gave a security error when using the handswitch. No patient injury was reported.